Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had a volume overload due to right heart failure that was not as good as the definition.

Manufacturer narrative:
Section e1: reporter phone number and email were not available. Manufacturer¿s investigation conclusion: a direct correlation between heartmate ii left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively determined through this evaluation. The patient remains ongoing on heartmate ii lvas, serial number (v)(6), with no further issues reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviation from manufacturing or quality assurance specifications. The heartmate ii lvas instructions for use (IFU) is currently available. Section 1, ¿introduction¿, lists potential adverse events, including right heart failure, that may be associated with the use of the heartmate ii left ventricular assist system. This IFU notes right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the left ventricular assist system due to reduced filling of the pump." Additionally, section 6 "patient care and management" outlines the recommended anticoagulation therapy and inr range. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The right heart failure did not exist pre-left ventricular assist device (lvad) implant. Although the patient exhibited abnormal increase in body weight, enlarged inferior caval vein diameter on ultrasound cardiography, decreased respiratory variability and increased central venous pressure central venous pressure. It was judged to be right heart failure because there was no increase in pulmonary artery pressure (spap). The patient exhibited symptoms of weight gain, increased lower extremity edema, and generalized malaise. With additional administration of diuretics, the right heart failure improved. The plan was to adjust the amount of fluid (body weight) by increasing or decreasing the diuretic. Diagnostic test results could not be provided, and log files were unavailable. The pump was operating as intended and did not contribute to the right heart failure.